Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet generated alert 38 instructing a restart, which persisted despite multiple restarts and supply changes, and therapy was subsequently impacted with hyperglycemia; the device was shut down, and a replacement was arranged, with data syncing completed prior to return. Symptoms included elevated blood glucose up to 280 mg/dl for a few hours without ketone testing, medical intervention, or immediate health effects. Outcomes included temporary interruption of automated therapy and the need for back-up therapy until the replacement device was obtained. Investigation included review of device history, verification of the alert within the ilet, guided restart procedures, and customer education. Investigation of this case revealed a consecutive stalled motor alarm consistent with an insulin delivery motor malfunction, with the device component implicated in insulin delivery and no evidence of user injury. It was concluded, based on previously established findings for similar reports, that the cause was an internal device component failure of the pump motor assembly.